Event description:
It was reported that on (B)(6) 2006: the patient underwent an acdf at c3-c6. No details were given. (B)(6) 2006: the patient presented for chest x-rays. Impression: mild increasing atelectasis or scarring the left lower lung zone and median sternotomy changes. (B)(6) 2008: the patient presented with back pain and underwent MRI of thelumbar spine. Impression: the patient has a congenitally narrow canal on the basis of short pedicles with mild superimposed extradural degenerative changes and facet arthropathy. The findings result in severe central spinal stenosis at l3-4 and l4-5. (B)(6) 2008: the patient presented with complaints of lower back pain and bilateral leg pain. The patient states the leg pain is worse than the back pain. The patient reports numbness with walking greater than 5 minutes. The patient has subjective weakness in both feet but predominantly on the right. The patient has had multiple injections and physical therapy without any noticeable improvement. Exam found patient to have decreased sensibility bilateral lower extremities. MRI scans reviewed show severe stenosis and degenerative changes at l4-5 with a herniated disc at l4-5 as well as mild degenerative changes at l5-s1. Stenosis from l2-3, l3-4, l4-5, l5-s1. (B)(6) 2008: the patient presented with a preoperative diagnosis of herniated disc, foraminal stenosis, and instability of the lumbar spine. The patient underwent the following procedures: decompression l-3, l4-5, l5-s1; posterolateral fusion l4-5, l5-s1; interbody fusion l4-5; segmental instrumentation l4, l5, s1; interbody device l4-5. Per the op notes, at l4-5, after annulotomy was performed at herniation, the appropriate sized interbody space was packed with autogenous bone and rhbmp-2/acs was packed into the interspace and noted to be well captured and confirmed to be center/center on the image intensifier. Posterolateral gutters were then decorticated to bleeding bone, packed with autogenous bone and rhbmp-2/acs. No patient complications were noted. (B)(6) 2008: the patient presented for follow up and states he is doing well. No complications noted. (B)(6) 2009: the patient reported some occasional leg pain depending on activity or repetitive bending. Plain radiographs reveal instrumentation in good position. (B)(6) 2009: the patient presented for physical therapy. The patient noted his pain was much better. The patient also noted difficulty with lifting moderate weight objects. The patient reports dull aches and pain in his lumbar spine with ongoing stiffness. Examination found patient with decreased lumbar lordosis and decreased segmental mobility due to nature of surgery. The patient also had moderate to severe soft tissue dysfunction through thoracic and lumbar pvms. The patient has mild discomfort with movements. It was also noted the patient had mildly decreased sensation through lateral left thigh and medial shin. Therapist¿s diagnosis: degeneration of lumbar or lumbosacral intervertebral disc and spinal stenosis of the lumbar region. (B)(6) 2009: the patient presented for physical therapy. The patient noted a gradual reduction in his back pain. The patient reports mild discomfort only with movements. The patient has a fixed lumbar spine with flexion and bilateral side bending. It was noted the patient has decreased lumbar lordosis and decreased segmental mobility due to nature of surgery. (B)(6) 2013: the patient presented for CT of the lumbar spine. Impression: at l3-4, there is severe hypertrophic changes of the facet joints noted along with bulging of the disk and results in severe central spinal canal stenosis or foraminal stenosis; at l2-3, hypertrophic changes of the facet joints along with opacification of the ligamentum flavum in combination with bulging of the disc result in severe central spinal canal stenosis left foraminal stenosis; at l4-5, moderate narrowing of the proximal left foramen is evident with bony bridging at the left posterior disk margins, margin continuous with the adjacent articular facet as described; at l5-s1, mild retrolisthesis of l5 on s1 noted with facet hypertrophic changes the combination of which results in moderate right and severe left foraminal stenosis.

Manufacturer narrative:
Review of radiographic imaging found as follows: on (B)(6) 2008 lumbar ap/lat shows degenerative narrowing at l5/s1 as well as some anterior spurring at l4/5 with flattening of the normal lumbar lordosis. Mild to moderate facet arthropathy is also noted. Ap and frog leg lateral left hip shows mild djd of the symphysis pubis. Hip is essentially normal appearing. No appreciable sclerosis is noted at the sacroiliac joint on the left. On (B)(6) 2012 full body CT shows evidence of an l4/l5/s1 fusion with tlif with capstone placed through the left side at l4 and posterolateral fusion at l5. There is evidence of adjacent level stenosis developing at l3/4 centrally. Solid fusion is seen across the l4 disc. Facets are hypertrophic. Fusion at l5 cannot be verified. Right l4 screw misses the pedicle and penetrates laterally. Head CT shows no clear spinal pathology. Chest x-ray shows mild enlarged left cardiac shadow. Lung fields are clear. On (B)(6) 2012 echo of scrotum not interpreted. Echo of abdomen not interpreted. Renal CT for stones spinal implants can be seen but are not the emphasis of this study. No information provided beyond CT done on (B)(6). Chest x-ray shows greater enlargement of cardiac shadow extending nearly to the ribs on the left. On (B)(6) 2012 cervical CT spot shows acdf c3-c4-c5-c6. Sagittal reconstructions show advanced facet and disc arthritis at c2/3 as well as plate and screws in good position above. Axial views show some midline bone protrusion that flattens the cord at c3/4. Lumbar CT shows pedicle screw construct at l4-l5-s1. Interbody spacer is seen at l4 but not at l5. Facet arthropathy is pronounced. Posterolateral fusion is not complete and bone continuity through the spacer cannot be verified. Chest x-ray appears normal flat abdominal film appears normal without sign of stone.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.